Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter malposition is inconclusive due to poor sample condition. One x-ray image was provided for evaluation. The torso region appears to be shown in the image. Multiple lines are visible in lower left-side area. The image was forwarded to a radiologist consultant for further review. The consultant radiologist findings showed the PICC tip to be located somewhere in the super vena cava. The original position of the PICC tip remains unknown. Based on the description of the reported event, possible contributing factors include placement location, securement method, and catheter manipulation during use. Since the initial placement position and handling methods are unknown, the complaint remains inconclusive at this time. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event.

Event description:
It was reported inserted the PICC was inserted 9/8 and on 9/11 it was removed due to catheter malposition.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq3655 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported inserted the PICC was inserted 9/8 and on 9/11 it was removed due to catheter malposition.